Event description:
The customer reported receiving a "speaker malfunction" inop/error message was being displayed on the mx40 device but they were getting audible alerts. There was no patient involvement.